Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and congestive heart failure. The right atrial (ra) lead was reported to be exhibiting oversensing of non-physiologic artefact on the atrial channel. The ra lead remains in use. No further patient complications have been reported as a result of this event.